Manufacturer narrative:
It is unknown whether the explanted hydrus microstent is available for return as requested. Minimal information was provided, device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. The current device labeling includes the following warning statement: "the hydrus device contains nitinol, an alloy of nickel and titanium which is generally considered safe. Persons with history of allergic reactions to these metals may suffer an allergic reaction to this implant. Prior to implantation, patients should be counseled on the materials contained in the device, as well as potential for allergy/hypersensitivity to these materials." Ocular pain and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent uneventful cataract surgery with hydrus microstent implantation. On post-operative day #1, the patient complained of ocular pain and experienced a -2.00 diopter myopic shift; further testing was not performed to rule out a choroidal effusion. Due to the pain and the patient's concerns about a potential reaction given a sensitivity to metal costume jewelry, the patient requested an explant. On the 1-week follow-up, the myopic shift resolved without intervention, the patient had good visual acuity, and no inflammation was present. At the 1-month follow-up, iop was controlled, and the hydrus was noted to be in good position. Despite the good clinical outcome, the patient's concerns and report of pain were unchanged, though the surgeon was not convinced of any sensitivity and had reason to believe the patient was "falsifying her pain." At the patient's request, an explant was performed on (B)(6) 2021. The explant was uncomplicated, uncorrected va is 20/30, iop is 29 mmhg (post-explant), very little inflammation is present, and the patient's symptoms are improved.

Manufacturer narrative:
It is unknown whether the explanted hydrus microstent is available for return as requested. Minimal information was provided, device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. The current device labeling includes the following warning statement: "the hydrus device contains nitinol, an alloy of nickel and titanium which is generally considered safe. Persons with history of allergic reactions to these metals may suffer an allergic reaction to this implant. Prior to implantation, patients should be counseled on the materials contained in the device, as well as potential for allergy/hypersensitivity to these materials." Ocular pain and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent uneventful cataract surgery with hydrus microstent implantation. On post-operative day #1, the patient complained of ocular pain and experienced a -2.00 diopter myopic shift; further testing was not performed to rule out a choroidal effusion. Due to the pain and the patient's concerns about a potential reaction given a sensitivity to metal costume jewelry, the patient requested an explant. On the 1-week follow-up, the myopic shift resolved without intervention, the patient had good visual acuity, and no inflammation was present. At the 1-month follow-up, iop was controlled, and the hydrus was noted to be in good position. Despite the good clinical outcome, the patient's concerns and report of pain were unchanged, though the surgeon was not convinced of any sensitivity and had reason to believe the patient was "falsifying her pain." At the patient's request, an explant was performed on (B)(6) 2021. The explant was uncomplicated, uncorrected va is 20/30, iop is 29 mmhg (post-explant), very little inflammation is present, and the patient's symptoms are improved.

Manufacturer narrative:
Device identifiers were requested but are not available. The device was discarded by the user facility at the time of surgery and is not available for evaluation. The etiology of the pain is currently unknown, but does not appear to be related to the hydrus microstent. Manufacturer reference #: (B)(4).

Event description:
The patient underwent uncomplicated hydrus microstent explantation. The surgeon reported that the microstent placement looked "beautiful...[and] clinically I felt there were no issues or a problem in the first place," but proceeded with the explant due to the patient's complaint of lingering pain and concerns for material sensitivity. Four weeks post-explantation, the symptoms of pain continued and progressed to include the untreated eye. The patient was referred for a second opinion.